Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized with high blood glucose running from 400 mg/dl to 500 mg/dl. The customer's spouse reported that they were off the insulin pump at the time of hospitalization. The customer's spouse needed assistance with bolus wizard delivery. The customer's spouse was assisted with bolus wizard delivery. The insulin pump will not be returned for analysis.